Event description:
It was reported that during use with bd bactec¿ fx, instrument top, packaged there was an increase of false positives. There was no report of confirmatory tests or patient impact. The following information was provided by the initial reporter: after maintenance, several bottles were positive for a total of 28 out of 45 present the customer complained about an increasing of false positives along the last month. Log files checked during pm, drawers and ambient temperatures inside the range, duty cycles inside the range. No notable issues present in the logs that can highlight instrument issues or deficit in performance. Customer highlight concerns regarding the instrument reliability and is awaiting quick response.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd bactec¿ fx, instrument top, packaged there was an increase of false positives. There was no report of confirmatory tests or patient impact. The following information was provided by the initial reporter: after maintenance, several bottles were positive for a total of 28 out of 45 present the customer complained about an increasing of false positives along the last month. Log files checked during pm, drawers and ambient temperatures inside the range, duty cycles inside the range. No notable issues present in the logs that can highlight instrument issues or deficit in performance. Customer highlight concerns regarding the instrument reliability and is awaiting quick response.

Manufacturer narrative:
H.6. Investigation summary: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated about the false positives. No erroneous results were reported to doctors, and patients were not impacted. The bd field service engineer was dispatched and confirmed that the false positives are caused due to onsite power failure. This is an unconfirmed failure of the bd product as the issue is caused due to onsite power failure. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device installed on 2/16/2017. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. The root cause was due to onsite power failure. Bd quality will continue to closely monitor for trends associated with this failure. Review of risk management files confirms there are no new or modified risks associated with this failure mode. H3 other text : see h.10.